Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. Additionally, it was reported that the pt was not experiencing their typical seizures. The pt reportedly experienced 6 grand mal seizures in a 1 1/2 month time period, which is considered to be an increase above pre-vns baseline frequency. The pt has pre-vns history of occassional grand mal seizures. The pt has not experienced any recent injury or trauma that may have damaged the ncp system and the pt does not manipulate the device through the skin. Neurologist ordered x-rays, increased pt's lamictal dosage and referred pt to neurosurgeon for consult. The pt has not experienced another episode of seizures since the increase in lamictal dosage and referred pt to neurosurgeon for consult. The pt has not experienced another episode of seizures since the increase in lamictal dosage. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.